Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "unspecified scan" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. As a result, the customer experienced "stiff tongue, unease" and a loss of consciousness. Upon regaining consciousness, the customer self-managed to drink juice for treatment. There was no report of death or permanent impairment associated with this event.